Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue had occurred during a non-emergency vascular treatment procedure. The procedure was aborted, and the case was cancelled. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not available. Upon functional testing, the fse checked logs and found that the c-arc amc drive had an internal hardware error. The fse confirmed that the amc drive was defective. To resolve the reported issue, the fse replaced the amc drive, downloaded the software to the new amc and performed all the current sensor calibrations. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry movements were unavailable. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.